Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) there were 01 additional similar complaint reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of feb 2021 through may 2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun -2019 through may -2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 06/24/2021. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed. The clear silicone insulation on the cold jaw was observed to be peeled back from the cold jaw from the approximately the base to the tip of the cold jaw, exposing the metal portion of the cold jaw. No other visual defects were observed in the photograph provided. An investigation was conducted on 06/30/2021. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood were observed on the harvesting handle. Blood and charred material was observed on the heater wire as well as on the jaws. The heater wire was observed to be flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. The silicone insulation on the cold jaw was observed to be peeled back from the tip to approximately the center of the cold jaw, exposing the metal portion of the cold jaw. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed as well as for the analyzed failure "material twisted/bent wire".

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 back of jaws separated. No patient was harmed. Case was finished with a different device.